Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, bleeding continued and the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.